Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "it was reported that the physician pushed the handle forward but the wire didn t come out over the needle. Even the wire was a little pressed out of the middle of catheter as kinked and stuck in it. Complaint was occurred during product preparation, so the product wasn t used to a patient." No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one radial artery (ra) catheter set for analysis. No definite signs-of-use were observed. Visual analysis revealed that the guide wire body contained a kink towards the proximal end. Upon failing functional testing (see below), it was discovered that the guide wire would not pass through the cannula due to a blockage. The cannula was cross sectioned to observe the blockage. Visual analysis revealed what appears to be a darker metallic-like substance occluding the inside of the cannula. This occlusion prevented the guide wire from passing, which resulted in the kinking to occur. The cannula length (per measurement c in the cannula graphic) measured 80.25mm, which is within the specification limits of 3.155"-3.165" per the cannula graphic. The cannula inner diameter measured .017", which is within the specification limits of .0165"-.0180" per the cannula graphic. The cannula outer diameter measured .0253", which is within the specification limits of .0250"-.0255" per the cannula graphic. The kink in the guide wire measured 105mm from the distal tip. The guide wire length from the orange handle to the distal tip measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle graphic. The guide wire diameter measured .388mm, which is within the specification limits of .381mm-.404mm per the guide wire graphic. The guide wire was inserted through the proximal end of the cannula. Major resistance was encountered around the middle of the cannula which prevented the guide from passing. The guide wire was also inserted through the distal end and a second blockage was encountered directly adjacent to the bevel. Performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of guide wire/needle resistance was confirmed through complaint investigation. When attempting to pass the guide wire through the cannula, major resistance was encountered due to a blockage. The cannula was cross sectioned, and a dark metallic-like substance was observed occluding the cannula. The cannula and guide wire met all relevant dimensional and functional requirements. Based on the customer description, the sample received, and the fact that the cannula is a purchased product, the probable cause of this complaint is likely supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "it was reported that the physician pushed the handle forward but the wire didn't come out over the needle. Even the wire was a little pressed out of the middle of catheter as kinked and stuck in it. Complaint was occurred during product preparation, so the product wasn't used to a patient." No patient involvement.